Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified.   There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract extraction procedure, an ugly string of a lens for leg attachment has been observed. The lens is still in patient's eye. No information expected as initial reporter is unwilling to provide further information.